Event description:
The customer reported that the system left monitor was intermittently dark. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power control board was replaced during the service call. The system was tested and found to be working as intended and put back into service.